Event description:
It was reported that the arctic sun device when switched on inside the box, it caused the electrical system alarms to go off and they had to disconnect it. Biomed suggested from electromedicine that it could be a short circuit inside the equipment or something like that.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller. The device was evaluated upon receipt. Electrical leak, possible derivation of the compressor capacitor. The device was sent to cornella depot for further evaluation. At cornella depot, it was found that the compressor does not work. The device was sent to crawley for further evaluation and potential repair. At crawley, it was confirmed that the unit is not cooling. Replaced chiller. Per crawley evaluation, mains voltage circuit board was noted to be faulty. Replaced mains voltage circuit board. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed, as5000 system passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of this investigations, no additional action is required at this time. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device when switched on inside the box, it caused the electrical system alarms to go off and they had to disconnect it. Biomed suggested from electromedicine that it could be a short circuit inside the equipment or something like that. Per follow up information received via ibc on 24nov2021, there was no patient involvement and as soon as the device was switched on the electric failure had happened. Electrical leak was the first diagnostic observed. Per sample evaluation results received on 31mar2023, it was reported that the root cause of the reported issue was a failed chiller. It was stated that the mains voltage circuit board was noted to be faulty. It was noted that the replaced mains voltage circuit board.